Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the infant flow sipap has issue with pressurizing. The map (mean airway pressure) wont go any higher than 6cm with flow meter maxed out. The customer confirmed that there is no patient involvement associated with this reported event.